Event description:
Complainant alleged that while attempting to defibrillate a pt, the device became hot and smoke was seen from the unit. The device did not make a click sound when the discharge button was pressed and the pt did not move. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it is unk if a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.